Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and receiver log download could not be performed. The device was opened for an interior inspection and a damaged reset button was observed. The reported event of initializing screen without manual restart was confirmed during internal inspection. The root cause was determined to be a damaged part of the main board.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.